Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that on the evening of (B)(6) 2020, while being ventilated, during nebulization, the patient suffered a bradyasystolic cardiac arrest due to ventilation disorders. Subcutaneous emphysema increased. The patient was disconnected from the respirator and ventilated with an ambu self-inflating bag. Subsequently, there was a spontaneous return of the normal sinus rhythm and a return of blood pressure.

Manufacturer narrative:
A ge healthcare field engineer (fe) performed a checkout of the device. The device passed all calibrations and tests. Review of the logs did not indicate the failure described or any other indication of a patient pressure issue. Ge healthcare engineering performed a root cause investigation of this event. The clinician stated that at the time of the incident, when attempting a pneumatic nebulizer procedure, the patient was awake and breathing spontaneously, the device was in continuous positive airway pressure (CPAP) mode, and, based on the logs, had been for the 4 hours prior. CPAP mode provides a consistent supporting positive end expiratory pressure (peep), ensuring that as the patient breathes on their own, pressure in the lungs does not dip below the set pressure, therefore the description that the device was "performing only inhalations" describes a device behaving appropriately in CPAP mode. Lab testing was performed to duplicate the conditions during the event. The CPAP mode maintained the set pressure. The investigation findings indicate that the device performed according to specifications and did not contribute to the patient injury. This specific patient condition at the time of the event cannot be confirmed, but appears to be the most likely root cause, given the case description by the clinician and lack of evidence of any malfunction in the device logs or testing performed by the fe.